Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the nurse had detection in the procedure while performing a mat scan. They then did two scans with the wand and did not get a detection. The count was correct. There was no patient injury.